Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, however the device powers up with an "invalid drive specification" window. As a result the hard drive was replaced and re-imaged.

Event description:
(B)(4).

Event description:
It was reported, the programmer had an error message before an implant, while trying to interrogate the new pacemaker, still in the box. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.